Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was coupling issue. The coupling is maximum 4 bars while charging, this was confirmed with another recharger. They discussed depth and tilting as a possible reasons. They state it's been going on for 8 years. No symptoms reported. Additional information was received: it was reported that the cause of the poor coupling is assumed to be due to the depth of the placement of the ins. They repositioned the antenna locator several times and called tech support, but the issue didn¿t resolve. The patient would follow up with their physician to determine if they wanted to replace their ins.